Event description:
Healthcare professional reported "implants were getting hard", "didn't move", implant "was less than the other" and "must have been starting to deflate". Healthcare professional later reported "capsular contracture", baker grade unknown. Healthcare professional later reported baker grade iii for the capsular contracture. This record is for an unknown side. The device has been explanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: not observed through leak test inspection. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and broken of plug strap) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional later reported baker grade iii for the capsular contracture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5.

Event description:
Healthcare professional reported "implants were getting hard", "didn't move", implant "was less than the other" and "must have been starting to deflate". Healthcare professional later reported "capsular contracture", baker grade unknown. This record is an unknown side. The device has been explanted and replaced.

Manufacturer narrative:
Clarification b3 (date of event): "couple of years ago". Clarification d1: device information: "textured saline mcghan 330cc implant". Clarification d.6a: partial date of implant "2006 or 2007". The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, deflation.